Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced due to normal battery depletion and their lead was replaced because it wasn¿t in the right spot and ¿it had slipped.¿

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v069645, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. (B)(4).